Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5-1 was brings the unit down. A field service engineer replaced the control card and ran the full diagnostics. The customer successfully inventoried the medications in both drawers. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: encompass health rehabilitation hospital of toms river

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not turned on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.